Event description:
(B)(4). The tbm states the chair intermittently goes into drive lockout. He states the chair is in the upright position and shouldn't go into drive lockout. Ok per (B)(6) to replace the parts under warranty (B)(4).